Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the 2 photo samples submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection of the sample photos. The returned photos showed that the entire tip shield was detached from the needle, with the washer detached from the tip shield. Bd determined that the cause of the failure was related to our manufacturing process. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanisms on an unspecified number of bd cathena¿ safety IV catheters with bd multiguard¿ technology fell apart during use. The following information was provided by the initial reporter: "we are having some problems with our 20x1.00 IV catheters. This morning, the ER brought us the ones that I have taken pictures of. They said that when they took them out of the package they just fell apart. So I gave her another box and when she got back to the ER and opened those they were doing it also. "

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanisms on an unspecified number of bd cathena¿ safety IV catheters with bd multiguard¿ technology fell apart during use. The following information was provided by the initial reporter: "we are having some problems with our 20x1.00 IV catheters. This morning, the ER brought us the ones that I have taken pictures of. They said that when they took them out of the package they just fell apart. So I gave her another box and when she got back to the ER and opened those they were doing it also."